Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. It was reported that the patient was experiencing continuous pain in her neck. The event was likely related to stimulation and implantation. No interventions were taken as event was "tolerable" per patient. No further information is available.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.